Event description:
Device was returned for service with a report that the syringe drive plunger was not engaging. The facility reported that the pump indicated that medication was being delivered but the volume in the syringe did not decrease appropriately. The facility's representative reported that there was no pt injury or medical intervention required due to this situation. Despite baxter's attempts, details regarding the pt demographics, medication involved and programming of the device were not available from the facility. Should any add'l info become available a follow up report will be submitted.